Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, menstrual disorder, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menstrual disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: abdominal cavity / expelled into the abdominal cavity') in a 49-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Concurrent conditions included oedema since (B)(6) 2008, hypertension since 1999, impaired fasting glucose, seborrheic keratosis, hyperlipidemia, fatigue, dizziness, headache, bloating, fibroids, swallowing difficult, palpitations, calculus of kidney, lithotripsy, trembling, short of breath, nausea, inner ear disorder, loss of cervical lordosis, muscle spasm, giddiness, swelling nos, stress, cervical polyp, allergic rhinitis, mass, neck mass, thrombosis, cramp in lower abdomen, fluid retention, premenstrual syndrome, spotting vaginal, tremor, polymenorrhea, irregular periods, perimenopause, uterine bleeding, multiple allergies, irritable mood, infection, follicular cyst of ovary, obesity, lightheadedness, uterine enlargement, uterine leiomyoma, nabothian cyst and uterine bleeding. Concomitant products included meclozine hydrochloride (antivert) from (B)(6) 2009 to (B)(6) 2009 for dizziness as well as azelastine from (B)(6) 2010 to (B)(6) 2017, cetirizine hydrochloride (zyrtec allergy), fexofenadine hydrochloride (allegra), loratadine, nsaids (B)(6) 2007 to (B)(6) 2018, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophen) (B)(6) 2007 to (B)(6) 2018 and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("essure device must have been expulsed through her vagina") and menstrual disorder ("menstruation issues"). The patient was treated with hydrochlorothiazide;triamterene, lisinopril and surgery (total abdominal hysterectomy, left oophoropexy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, menstrual disorder, weight increased, dysmenorrhoea, depression, anxiety and hot flush outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Left side three trailing coils were found in the uterine cavity. Right side where six trailing coils were found at the close of the placement. Discrepancy in insertion date: (B)(6) 2007, (B)(6) 2010 and (B)(6) 2007. Patient had used condoms to prevent pregnancy. Current weight 180 lbs. She had essure procedure done in 2005 and the l side worked but the r side remained patent. She is now scheduled for a right(r ) tubal ligation to ensure sterility. She has been using condoms for the past 5 years. Patient received treatments for pain and bleeding. As per pif dated 9-jan-2020, injuries resolved post-removal- pain bleeding, other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Abdomen scan - on (B)(6) 2011: visualized left essure closure device . No other essure close devices are seen in the field of view. Tubal ligation clip on the right. Hysterosalpingogram - in (B)(6) 2007: result: essure device was successfully occluded.; on (B)(6) 2007: right tube remains patent. Unilateral occlusion (left tube occluded); on (B)(6) 2007: persistent patency of the right fallopian tube. Linear opacification along the distal aspect of the left essure closure device most likely related to lymphatic or vascular flow. On the previous examination, the left tube was completely occluded. Failure to occlude (close) fallopian tubes; on (B)(6) 2008: the right essure closure device is no longer present in the right fallopian tube, nor is it identified anywhere within the abdomen on a post hysterosalpingogram abdominal radiograph. Occluded left fallopian tube. Delayed abdominal radiograph demonstrating the possibility of patency of the right fallopian tube. Malposition of essure device. Thyroid function test - on an unknown date: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, weight gain, hot flashes, pelvic pain. Lot number: 621813 manufacture date: 2006-11 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: abdominal cavity / expelled into the abdominal cavity') in a 38-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Concurrent conditions included oedema since (B)(6) 2008, hypertension since 1999, impaired fasting glucose, seborrheic keratosis, hyperlipidemia, fatigue, dizziness, headache, bloating, fibroids, swallowing difficult, palpitations, calculus of kidney, lithotripsy, trembling, short of breath, nausea, inner ear disorder, loss of cervical lordosis, muscle spasm, giddiness, swelling nos, stress, cervical polyp, allergic rhinitis, mass, neck mass, thrombosis, cramp in lower abdomen, fluid retention, premenstrual syndrome, spotting vaginal, tremor, polymenorrhea, irregular periods, perimenopause, uterine bleeding, multiple allergies, irritable mood, infection, follicular cyst of ovary, obesity, lightheadedness, uterine enlargement, uterine leiomyoma, nabothian cyst and uterine bleeding. Concomitant products included meclozine hydrochloride (antivert) from (B)(6) 2009 to (B)(6) 2009 for dizziness as well as azelastine from (B)(6) 2010 to (B)(6) 2017, cetirizine hydrochloride (zyrtec allergy), fexofenadine hydrochloride (allegra), loratadine, oxymetazoline hydrochloride (claritin allergic) and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("essure device must have been expulsed through her vagina") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with lisinopril, triamterene and surgery (total abdominal hysterectomy, left oophoropexy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, menstrual disorder, weight increased, dysmenorrhoea, depression, anxiety, vaginal haemorrhage, menorrhagia and hot flush outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Left side three trailing coils were found in the uterine cavity. Right side where six trailing coils were found at the close of the placement. Discrepancy in insertion date: (B)(6) 2007, (B)(6) 2010 and (B)(6) 2007. Patient had used condoms to prevent pregnancy. Current weight 180 lbs. She had essure procedure done in 2005 and the l side worked but the r side remained patent. She is now scheduled for a right(r ) tubal ligation to ensure sterility. She has been using condoms for the past 5 years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Abdomen scan - on (B)(6) 2011: visualized left essure closure device . No other essure close devices are seen in the field of view. Tubal ligation clip on the right.. Hysterosalpingogram - in (B)(6) 2007: result: essure device was successfully occluded.; on (B)(6) 2007: right tube remains patent. Unilateral occlusion (left tube occluded); on (B)(6) 2007: persistent patency of the right fallopian tube. Linear opacification along the distal aspect of the left essure closure device most likely related to lymphatic or vascular flow. On the previous examination, the left tube was completely occluded. Failure to occlude (close) fallopian tubes; on (B)(6) 2008: the right essure closure device is no longer present in the right fallopian tube, nor is it identified anywhere within the abdomen on a post hysterosalpingogram abdominal radiograph. Occluded left fallopian tube. Delayed abdominal radiograph demonstrating the possibility of patency of the right fallopian tube. Malposition of essure device. Thyroid function test - on an unknown date: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, weight gain, hot flashes, pelvic pain. Lot number: 621813 manufacture date: 2006-11 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: abdominal cavity / expelled into the abdominal cavity') in a 38-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Concurrent conditions included oedema since (B)(6) 2008, hypertension since 1999, impaired fasting glucose, seborrheic keratosis, hyperlipidemia, fatigue, dizziness, headache, bloating, fibroids, swallowing difficult, palpitations, calculus of kidney, lithotripsy, trembling, short of breath, nausea, inner ear disorder, loss of cervical lordosis, muscle spasm, giddiness, swelling, stress, cervical polyp, allergic rhinitis, mass, neck mass, clot blood, abdominal pain lower, fluid retention, premenstrual syndrome, spotting vaginal, tremor, polymenorrhea, irregular periods, perimenopause, uterine bleeding, multiple allergies, irritable mood, infection, follicular cyst of ovary, obesity, lightheadedness, uterine enlargement, uterine leiomyoma, nabothian cyst and uterine bleeding. Concomitant products included meclozine hydrochloride (antivert) from (B)(6) 2009 to (B)(6) 2009 for dizziness as well as azelastine from (B)(6) 2010 to (B)(6) 2017, cetirizine hydrochloride (zyrtec allergy), fexofenadine hydrochloride (allegra), loratadine, oxymetazoline hydrochloride (claritin allergic) and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("essure device must have been expulsed through her vagina") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with lisinopril, triamterene and surgery (total abdominal hysterectomy, left oophoropexy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, menstrual disorder, weight increased, dysmenorrhoea, depression, anxiety, vaginal haemorrhage, menorrhagia and hot flush outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Left side three trailing coils were found in the uterine cavity. Right side where six trailing coils were found at the close of the placement. Discrepancy in insertion date: (B)(6) 2007, (B)(6) 2010 and (B)(6) 2007. Patient had used condoms to prevent pregnancy. Current weight 180 lbs. She had essure procedure done in 2005 and the l side worked but the r side remained patent. She is now scheduled for a right(r ) tubal ligation to ensure sterility. She has been using condoms for the past 5 years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Abdomen scan - on (B)(6) 2011: visualized left essure closure device . No other essure close devices are seen in the field of view. Tubal ligation clip on the right. Hysterosalpingogram - in (B)(6) 2007: result: essure device was successfully occluded.; on (B)(6) 2007: right tube remains patent. Unilateral occlusion (left tube occluded); on (B)(6) 2007: persistent patency of the right fallopian tube. Linear opacification along the distal aspect of the left essure closure device most likely related to lymphatic or vascular flow. On the previous examination, the left tube was completely occluded. Failure to occlude (close) fallopian tubes; on (B)(6) 2008: the right essure closure device is no longer present in the right fallopian tube, nor is it identified anywhere within the abdomen on a post hysterosalpingogram abdominal radiograph. Occluded left fallopian tube. Delayed abdominal radiograph demonstrating the possibility of patency of the right fallopian tube. Malposition of essure device. Thyroid function test - on an unknown date: normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, weight gain, hot flashes, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received: lot number was added. Race information was added. Event added: abnormal bleeding (vaginal), menorrhagia, hot flashes, device expulsion. New reporter information added, medical history, product information, lab test were added. Reporter causality comments were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pelvic pain, menstrual disorder, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menstrual disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: abdominal cavity / expelled into the abdominal cavity') in a 49-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Concurrent conditions included oedema since (B)(6)2008, hypertension since 1999, impaired fasting glucose, seborrheic keratosis, hyperlipidemia, fatigue, dizziness, headache, bloating, fibroids, swallowing difficult, palpitations, calculus of kidney, lithotripsy, trembling, short of breath, nausea, inner ear disorder, loss of cervical lordosis, muscle spasm, giddiness, swelling nos, stress, cervical polyp, allergic rhinitis, mass, neck mass, thrombosis, cramp in lower abdomen, fluid retention, premenstrual syndrome, spotting vaginal, tremor, polymenorrhea, irregular periods, perimenopause, uterine bleeding, multiple allergies, irritable mood, infection, follicular cyst of ovary, obesity, lightheadedness, uterine enlargement, uterine leiomyoma, nabothian cyst and uterine bleeding. Concomitant products included meclozine hydrochloride (antivert) from (B)(6)2009 to (B)(6)2009 for dizziness as well as azelastine from (B)(6)2010 to (B)(6)2017, cetirizine hydrochloride (zyrtec allergy), fexofenadine hydrochloride (allegra), loratadine, nsaids (B)(6)2007 to (B)(6)2018, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophen) (B)(6)2007 to (B)(6)2018 and sertraline hydrochloride (zoloft) from (B)(6)2009 to (B)(6)2009. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 9 days after insertion of essure (ess205). In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6)2007, the patient was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("essure device must have been expulsed through her vagina") and menstrual disorder ("menstruation issues"). The patient was treated with hydrochlorothiazide;triamterene, lisinopril and surgery (total abdominal hysterectomy, left oophoropexy, cystoscopy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, device expulsion, menstrual disorder, weight increased, dysmenorrhoea, depression, anxiety and hot flush outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Left side three trailing coils were found in the uterine cavity. Right side where six trailing coils were found at the close of the placement. Discrepancy in insertion date: (B)(6)2007, (B)(6)2010 and (B)(6)2007. Patient had used condoms to prevent pregnancy. Current weight 180 lbs. She had essure procedure done in 2005 and the l side worked but the r side remained patent. She is now scheduled for a right(r ) tubal ligation to ensure sterility. She has been using condoms for the past 5 years. Patient received treatments for pain and bleeding. As per pif dated (B)(6)2020, injuries resolved post-removal- pain bleeding, other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Abdomen scan - on (B)(6)2011: visualized left essure closure device . No other essure close devices are seen in the field of view. Tubal ligation clip on the right.. Hysterosalpingogram - in (B)(6)2007: result: essure device was successfully occluded.; on (B)(6)2007: right tube remains patent. Unilateral occlusion (left tube occluded); on (B)(6)2007: persistent patency of the right fallopian tube. Linear opacification along the distal aspect of the left essure closure device most likely related to lymphatic or vascular flow. On the previous examination, the left tube was completely occluded. Failure to occlude (close) fallopian tubes; on (B)(6)2008: the right essure closure device is no longer present in the right fallopian tube, nor is it identified anywhere within the abdomen on a post hysterosalpingogram abdominal radiograph. Occluded left fallopian tube. Delayed abdominal radiograph demonstrating the possibility of patency of the right fallopian tube. Malposition of essure device. Thyroid function test - on an unknown date: normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, weight gain, hot flashes, pelvic pain. Lot number: 621813 manufacture date: 2006-11 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pelvic pain, vaginal haemorrhage and menorrhagia were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.